Event description:
Customer called to inform us that marking text added to the image at the modality as an overlay was not displaying in isite pacs. No report of pt injury or harm. We were able to confirm this defect, and that it is specific to isite pacs v 3.5.83 client. While systemic, this is isolate to one customer, as they were the first and only customer to upgrade to this software version. Customer is aware of the issue and we worked with them to provide mitigation through a workaround until which time they can be upgraded to a corrected version. No further action required.